Event description:
The customer reported that the lcd was bleeding, and her insulin pump has a partial display. Instructed the customer to remove the battery and to insert a new battery, but the anomaly continues. Advised the caller that the insulin pump will be replaced. Troubleshooting was performed. Two days later, the customer called back to report being hospitalized due high blood glucose of 600's mg/dl, and she was treated with an insulin drip. The caller stated that she did not have a back up plan, and she could not get a hold of her doctor. The customer still did not have a back up plan at the time of call. The caller also mentioned that her glucose level goes up when she eats. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was returned with cracked and bleeding lcd glass. Unable to perform rewind, basic occlusion, occlusion test, prime, excessive no delivery test and displacement test due to damaged lcd.